Event description:
It was reported that the procedure was to treat a lesion in the mesenteric artery (off-label), with heavy calcification at the ostium. The lesion was pre-dilated two times, and the 5.0 x 18 herculink plus was advanced and pressurized. During inflation, the expanding stent slipped backwards onto the guide catheter. The stent delivery system was removed, leaving the guiding catheter in place (still with stent), and a new herculink stent was deployed in the ostium. The guide catheter was then retracted, pulling the dislodged 5.0 stent back with it, but the stent dislodged in calcium in the proximal iliac, were it remains.